Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2001051), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2020, it was observed that two of the coolpulse 90 electrode with hand controls stopped working after an electrical short. Another generator was used to complete the procedure. No patient consequences or surgical delay reported. No additional information could be provided.